Event description:
The manufacturer received information related to a simplygo portable oxygen concentrator. The device was returned to a third party service center. The service technician alleges pca is burned, unit doesn't turn on (hours and software version couldn't be read). Sieve canisters are worn out. Tubing is contaminated. Inlet filter will be replaced due to preventive maintenance. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was sent to a third party service center for evaluation. During evaluation, a burnt humidifier base cable was found. The third party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory and investigated further. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.